Event description:
It was reported that the patient experienced a return of symptoms on (B)(6) 2012. The patient saw a power-on reset (por) condition on (B)(6) 2012. The physician's office was able to successfully have the patient clear the por with the patient programmer on that day and the patient hadn't seen the message again since then. The physician continued to report that when the implantable neurostimulator (ins) was interrogated the day of the call, no device usage or group usage data were available. Reprogramming was performed and the ins seemed to be functioning normally except for the previous data. No por message was observed the day of the call. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v670475, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v670475, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was noted that the patient was not able to adjust stimulation. A ¿call you doctor¿ icon was displayed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies; the battery was not in new condition.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.